Manufacturer narrative:
The quality records have been reviewed and checked. All features of these products conformed to specifications valid at the time of manufacture by waldemar link (B)(4). The complaint sample has just been made available. The investigation is expected.

Event description:
After loosening of the roknep standard femoral component, revision surgery on 07.04.17 (op monitoring zei, no problems) on roknep m, porex (ni allergy) with cementless shaft, now x-ray-proven stem or cone breakage [(B)(6)]

Event description:
Nach lockerung der roknep standard femurkomponente, wechsel-op am (B)(6) 2017 (op-begleitung zei, keine probleme) auf roknep m, porex (ni-allergie) mit zementfreiem schaft, nun röntgennologisch nachgewiesener schaft- oder konusbruch (ni-allergie nicht mehr nachgewiesen) [helios klinik bad saarow] translation: after loosening of the roknep standard femoral component, revision surgery on (B)(6) 2017 (op monitoring zei, no problems) on roknep m, porex (ni allergy) with cementless shaft, now x-ray-proven stem or cone breakage [helios hospital bad saarow]

Manufacturer narrative:
The quality records have been reviewed and checked. All features of these products conformed to specifications valid at the time of manufacture by waldemar link gmbh & co. Kg. The visual examination confirms a crack on the taper of the modular stem. The wall thickness of the taper is abraded unevenly and the rotational pins broken off. One pin is located in the groove of the femoral component, the second pin is radiologically evident. Abrasion particles can be seen on the plateau. There is a lot of bone cement in the femoral component. The locking screw is broken in the male taper. The bore holes of the taper appear worn. Metallosis is evident on the femoral component. The taper connection does not appear parallel. Based on the visual examination, it can be concluded that the taper connection has primarily disconnected and was tilted. Uneven abrasion is the result and led to a metallosis. The patient history describes that a previously loosened femoral component led to a change of the components. Missing bone in the area of the femoral condyles was filled by bone cement, as a result of which the entire load was carried by the modular stem. There is a bmi of 33.8. The cause of the disconnection of the taper connection can not be finally clarified. Further x-rays and surgical reports were not available.